Event description:
Subsequent to the initial report being filed, it was reported that a separation at the stent sheath occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, the reported activation failure and the reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018" guide wire in conjunction with interaction with the heavily calcified and moderately torturous anatomy resulted in the device becoming bent in the anatomy preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device by opening the handle resulted in the reported/noted sheath material separation likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017, failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the subclavian artery with heavy calcification and moderate tortuosity. The 6x60mm absolute pro self-expanding stent system (sess) was advanced to the target lesion on a 0.018 guide wire (gw) and the stent was attempted to be released; however, there was resistance with the deployment mechanism and stent completely failed to be released. The handle of the sess was opened in an attempt to release the stent, but the stent still could not be released. Therefore, the sess was removed from the patient. Another of the same size stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.